Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported patient left eye was operated by laser system making lasik flap. The procedure went on well in one attempt. The doctor aborted the case while lifting the flap made by laser system as doctor found very high resistance in lifting the flap. Flap was created without any interruptions and could not able to separate the flap. With flap lifter as it was showing resistance while lifting. Forty percent separation done then aborted the case. The doctor reposition lifted flap and used bandage contact lens (bcl) for protection.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity which may have contributed to the reported event. As a preventative measure, the company service representative cleaned the objective and performed energy polynomial calibration. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. The system was found to meet specifications; therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).